Event description:
It was reported that the patient's right ventricular (rv) lead fractured. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 1488t st. Jude lead, implanted (B)(6) 2004; 4196-78 lead, implanted (B)(6) 2010. (B)(4).